Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), discomfort ("discomfort"), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle"), amnesia ("memory loss"), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), dizziness ("dizziness"), dyspareunia ("dyspareunia"), hypoaesthesia ("numbness"), mental disorder ("psychological/ psychiatric problems"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, discomfort, dysmenorrhoea, menstrual discomfort, amnesia, hypersensitivity, menstrual disorder, dizziness, dyspareunia, hypoaesthesia, mental disorder, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered amnesia, bladder disorder, discomfort, dizziness, dysmenorrhoea, dyspareunia, hypersensitivity, hypoaesthesia, menstrual discomfort, menstrual disorder, mental disorder, mood swings, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new events added: allergy symptoms, change to menstrual cycle, dizziness, dyspareunia, numbness, psychological/ psychiatric problems, urinary/bladder problems we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), discomfort ("discomfort"), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, discomfort, dysmenorrhoea, menstrual discomfort and amnesia outcome was unknown. The reporter considered amnesia, discomfort, dysmenorrhoea, menstrual discomfort, mood swings and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and abdominal pain lower ('intermittent pain in lower abdomen.') In a 47-year-old female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, trigeminal neuralgia and tension headache. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced vaginal discharge ("slightly offensive greenish discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms/ allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle"), discomfort ("discomfort"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mood swings ("mood swings"), amnesia ("memory loss"), dizziness ("dizziness"), hypoaesthesia ("numbness"), mental disorder ("psychological/ psychiatric problems/ psychological issue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with paracetamol and surgery (bilateral salpingectomy and essure removal. And salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, hypersensitivity, menstrual disorder, menstrual discomfort, discomfort, urinary tract disorder, bladder disorder, mood swings, amnesia, dizziness, hypoaesthesia, mental disorder, vaginal discharge and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, amnesia, bladder disorder, discomfort, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, hypoaesthesia, menstrual discomfort, menstrual disorder, mental disorder, mood swings, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2018: suprapubic tenderness and speculum exam was normal. Ultrasound abdomen - on (B)(6) 2018: the endometrium is smooth and regular measuring 3.9 mm. Essure coils noted in both ostia¿s - patient complained of increased pain particularly when examining towards the right ostia essure. The right ovary measures 25 x 23 x 30mm and contains a 17 x 23 x 19mm unilocular anechoic cyst. The left ovary also contains a unilocular anechoic cyst measuring 32 x 26 x 3lmm. These are likely to be physiological changes. No obvious features to suggest abscess. There is no free fluid within the pod. Ultrasound scan vagina - on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: new event abnormal bleeding added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), discomfort ("discomfort"), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, discomfort, dysmenorrhoea, menstrual discomfort and amnesia outcome was unknown. The reporter considered amnesia, discomfort, dysmenorrhoea, menstrual discomfort, mood swings and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and abdominal pain lower ('intermittent pain in lower abdomen.') In a 47-year-old female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, trigeminal neuralgia and tension headache. In (B)(6) 2017, the patient experienced vaginal discharge ("slightly offensive greenish discharge"). In may 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle"), discomfort ("discomfort"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mood swings ("mood swings"), amnesia ("memory loss"), dizziness ("dizziness"), hypoaesthesia ("numbness") and mental disorder ("psychological/ psychiatric problems"). The patient was treated with paracetamol and surgery (bilateral salpingectomy and essure removal. And salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, hypersensitivity, menstrual disorder, menstrual discomfort, discomfort, urinary tract disorder, bladder disorder, mood swings, amnesia, dizziness, hypoaesthesia, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, amnesia, bladder disorder, discomfort, dizziness, dysmenorrhoea, dyspareunia, hypersensitivity, hypoaesthesia, menstrual discomfort, menstrual disorder, mental disorder, mood swings, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2018: suprapubic tenderness and speculum exam was normal. Ultrasound abdomen - on (B)(6) 2018: the endometrium is smooth and regular measuring 3.9 mm. Essure coils noted in both ostia¿s - patient complained of increased pain particularly when examining towards the right ostia essure. The right ovary measures 25 x 23 x 30mm and contains a 17 x 23 x 19mm unilocular anechoic cyst. The left ovary also contains a unilocular anechoic cyst measuring 32 x 26 x 3lmm. These are likely to be physiological changes. No obvious features to suggest abscess. There is no free fluid within the pod.. Ultrasound scan vagina - on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the event intermittent pain in lower abdomen and slightly offensive greenish discharge were added. Medical history and lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain") and abdominal pain lower ("intermittent pain in lower abdomen.") In a 47 year-old female patient who had essure inserted (lot no. B72583, he01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of suprapubic pain, wrist pain, musculoskeletal pain, abdominal pain, back pain, neck pain, chest pain, vaginal discharge, abdominal pain, leg pain, stress, otitis, back pain, lateral epicondylitis, subacromial bursitis, pain in arm, shoulder pain, neck pain, bone disorder, breast pain, chlamydial infection, shoulder pain, tension headache, trigeminal neuralgia and osteoarthritis. Previously administered products included: mirena. As concurrent condition the report mentioned breast pain. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017 she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017 she experienced vaginal discharge ("slightly offensive greenish discharge"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms/ allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle"), discomfort ("discomfort"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mood swings ("mood swings"), amnesia ("memory loss"), dizziness ("dizziness"), hypoaesthesia ("numbness"), mental disorder ("psychological/ psychiatric problems/ psychological issue"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), pollakiuria ("urinary frequency") and arthralgia ("hip pain"). The patient was treated with paracetamol as well as surgery (total bilateral salpingectomy and bilateral salpingectomy and essure removal.). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, bladder disorder, device intolerance, discomfort, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, hypoaesthesia, menstrual discomfort, menstrual disorder, mental disorder, mood swings, pelvic pain, pollakiuria, urinary tract disorder and vaginal discharge to be related to essure administration. The reporter commented: 3 coils on right and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: allowing for the limitations of CT in the assessment of the lumbar spine, there is bilateral l3/l4 and l5/s1 lateral recess narrowing which is more severe at the l5/s1 level. Bilateral l4 and l5 neural exit foraminal narrowing which is more severe at the l5 level. Moderate spondylitis change at the l4/l5 and l5/s1 levels [hysterosalpingogram] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa . The medial end of both, the left device and the right appeared touching the lateral edge of the endometrium. [Physical examination] on (B)(6) 2018: suprapubic tenderness and speculum exam was normal [ultrasound abdomen] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on 07-feb-2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen.; on (B)(6) 2018: the endometrium is smooth and regular measuring 3.9 mm. Essure coils noted in both ostia¿s - patient complained of increased pain particularly when examining towards the right ostia essure. The right ovary measures 25 x 23 x 30mm and contains a 17 x 23 x 19mm unilocular anechoic cyst. The left ovary also contains a unilocular anechoic cyst measuring 32 x 26 x 3lmm. These are likely to be physiological changes. No obvious features to suggest abscess. There is no free fluid within the pod. [Ultrasound scan vagina] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Events inability to tolerate the device, urinary frequency & hip pain added. Lot number , medical history , concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain") and abdominal pain lower ("intermittent pain in lower abdomen.") In a 47 year-old female patient who had essure inserted (lot no: b72583, he01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of suprapubic pain, wrist pain, musculoskeletal pain, abdominal pain, back pain, neck pain, chest pain, vaginal discharge, abdominal pain, leg pain, stress, otitis, back pain, lateral epicondylitis, subacromial bursitis, pain in arm, shoulder pain, neck pain, bone disorder, breast pain, chlamydial infection, shoulder pain, tension headache, trigeminal neuralgia and osteoarthritis. Previously administered products included: mirena. As concurrent condition the report mentioned breast pain. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017, she experienced vaginal discharge ("slightly offensive greenish discharge"). Essure was removed on (B)(6) 2020. On unknown date, she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms/ allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle"), discomfort ("discomfort"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mood swings ("mood swings"), amnesia ("memory loss"), dizziness ("dizziness"), hypoaesthesia ("numbness"), mental disorder ("psychological/ psychiatric problems/ psychological issue"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), pollakiuria ("urinary frequency") and arthralgia ("hip pain"). The patient was treated with paracetamol as well as surgery (total bilateral salpingectomy and bilateral salpingectomy and essure removal.). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, bladder disorder, device intolerance, discomfort, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, hypoaesthesia, menstrual discomfort, menstrual disorder, mental disorder, mood swings, pelvic pain, pollakiuria, urinary tract disorder and vaginal discharge to be related to essure administration. The reporter commented: 3 coils on right and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: allowing for the limitations of CT in the assessment of the lumbar spine, there is bilateral l3/l4 and l5/s1 lateral recess narrowing which is more severe at the l5/s1 level. Bilateral l4 and l5 neural exit foraminal narrowing which is more severe at the l5 level. Moderate spondylitis change at the l4/l5 and l5/s1 levels. [Hysterosalpingogram] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa . The medial end of both, the left device and the right appeared touching the lateral edge of the endometrium. [Physical examination] on (B)(6) 2018: suprapubic tenderness and speculum exam was normal. [Ultrasound abdomen] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen.; on (B)(6) 2018: the endometrium is smooth and regular measuring 3.9 mm. Essure coils noted in both ostia¿s patient complained of increased pain particularly when examining towards the right ostia essure. The right ovary measures 25 x 23 x 30mm and contains a 17 x 23 x 19mm unilocular anechoic cyst. The left ovary also contains a unilocular anechoic cyst measuring 32 x 26 x 3lmm. These are likely to be physiological changes. No obvious features to suggest abscess. There is no free fluid within the pod. [Ultrasound scan vagina] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen. Lot number: b72583, manufacture date:2013-09-28, expiration date: 2016-09-30. Lot number: he01138, manufacture date: 2015-08-28, expiration date: 2018-08-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pains") and abdominal pain lower ("intermittent pain in lower abdomen.") In a 47 year-old female patient who had essure inserted (lot no. B72583, he01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of suprapubic pain, wrist pain, musculoskeletal pain, abdominal pain, back pain, neck pain, chest pain, vaginal discharge, abdominal pain, leg pain, stress, otitis, back pain, lateral epicondylitis, subacromial bursitis, pain in arm, shoulder pain, neck pain, bone disorder, breast pain, chlamydial infection, shoulder pain, tension headache, trigeminal neuralgia and osteoarthritis. Previously administered products included: mirena. Concurrent conditions were listed as depression, fibromyalgia and breast pain. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017 she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017 she experienced vaginal discharge ("slightly offensive greenish discharge"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms/ allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle"), discomfort ("discomfort"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mood swings ("mood swings"), amnesia ("memory loss"), dizziness ("dizziness"), numbness ("numbness"), mental disorder ("psychological/ psychiatric problems/ psychological issue"), device intolerance ("inability to tolerate the device"), pollakiuria ("urinary frequency"), arthralgia ("hip pain"), back pain ("works packing items and lifting and this has caused pain in the lower back and the pain goes down the legs"), localised numbness ("the back feels numb"), vulvovaginal pain ("the pain is the vaginal area and liver"), hepatic pain ("pain in liver"), pain ("body pain") and osteoarthritis ("moderate left hip osteoarthrosis"). The patient was treated with paracetamol and nsaids (unknown) as well as surgery (total bilateral salpingectomy and bilateral salpingectomy and essure removal.). Essure was removed on (B)(6) 2020 at the time of the report, the pelvic pain had not resolved. The outcomes for abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, genital haemorrhage, hypersensitivity, menstrual disorder, menstrual discomfort, discomfort, urinary tract disorder, bladder disorder, mood swings, amnesia, dizziness, numbness, mental disorder, device intolerance, pollakiuria, arthralgia, back pain, localised numbness, vulvovaginal pain, hepatic pain, pain and osteoarthritis were unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, back pain, bladder disorder, device intolerance, discomfort, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, hepatic pain, hypersensitivity, numbness, localised numbness, menstrual discomfort, menstrual disorder, mental disorder, mood swings, osteoarthritis, pain, pelvic pain, pollakiuria, urinary tract disorder, vaginal discharge and vulvovaginal pain to be related to essure administration. The reporter commented: 3 coils on right and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: allowing for the limitations of CT in the assessment of the lumbar spine, there is bilateral l3/l4 and l5/s1 lateral recess narrowing which is more severe at the l5/s1 level. Bilateral l4 and l5 neural exit foraminal narrowing which is more severe at the l5 level. Moderate spondylitis change at the l4/l5 and l5/s1 levels [hysterosalpingogram] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the lateral edge of the endometrium. [Pathology test] on (B)(6) 2020: case history: 50-year old patient had hysteroscopic essure sterilization - pelvic pain afterwards, so had laparoscopic salpingectomy and removal of essure coils macroscopic: fallopian tube 6.5x0.5x0.5cm with coil in place. Second fallopian tube 4.5x0.6x0.6cm also with coil in place microscopic: sections show complete transection of normal fallopian tubes diagnoses: fallopian tubes ¿ normal [physical examination] on (B)(6) 2018: suprapubic tenderness and speculum exam was normal [ultrasound abdomen] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned. On (B)(6) 2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen. On (B)(6) 2018: the endometrium is smooth and regular measuring 3.9 mm. Essure coils noted in both ostia¿s - patient complained of increased pain particularly when examining towards the right ostia essure. The right ovary measures 25 x 23 x 30mm and contains a 17 x 23 x 19mm unilocular anechoic cyst. The left ovary also contains a unilocular anechoic cyst measuring 32 x 26 x 3lmm. These are likely to be physiological changes. No obvious features to suggest abscess. There is no free fluid within the pod. [Ultrasound scan vagina] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The medial end of both, the left device and the right appeared touching the latera l edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned.; on (B)(6) 2018: the anteverted uterus appears normal in size, shape and c: texture measuring 40mm in ap diameter. T1t1e endometrium appears· homogeneous and regular measuring 4mm in ap diameter (lmp: no irregular bleeding stead by patient). Essure implants appear to be seen in the comic site, no evidence of migration. Both ovaries are of normal sonographic ape am nee. No adnexal mass or free fluid seen. [X-ray of pelvis and hip] on (B)(6) 2020: essure implants unchanged in position or appearance since the pelvic radiograph on 04nov2019. Moderate left hip osteoarthrosis. Spondylotic changes at the lumbosacral junction. Lot number: b72583 manufacture date:2013-09-28 expiration date: 2016-09-30 lot number: he01138 manufacture date: 2015-08-28 expiration date: 2018-08-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events hip osteoarthritis, back pain, vaginal pain, liver pain, body pain & back numbness were added. Concomitant conditions, treatment drugs added. Surgical pathology report added. Lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), discomfort ("discomfort"), dysmenorrhoea ("severe pain as part as regular menstrual cycle"), menstrual discomfort ("discomfort as part as regular menstrual cycle") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, mood swings, discomfort, dysmenorrhoea, menstrual discomfort and amnesia outcome was unknown. The reporter considered amnesia, discomfort, dysmenorrhoea, menstrual discomfort, mood swings and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.